Event description:
Reporter indicated that a vns dell x50 computer was not holding a charge. Attempts for product return are in progress.

Event description:
The vns computer, flashcard, serial cable, and a/c charger were returned for analysis on (B)(6) 2012. During the computer analysis it was identified that computer was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.